Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the low na results is unknown. It was noted that the dilution check factor was slightly low (0.987) and was set to 1.000 with the replacement of the sensor. No further evaluation of device is required.

Event description:
A low sodium (na) result was obtained on patient sample. The result was reported to the physician and the physician questioned the result. It was observed that the dilution check factor was slightly low (0.987). The quiklyte integrated multisensor was replaced and the dilution check factor was set to 1.000. The account repeated the sample as well as additional samples and higher results were obtained and corrected results reported. Patient treatment was not altered or prescribed on the basis of the low na results. There was no report of adverse health consequences as a result of the low na results.